Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the device data confirmed that system faults were triggered in the device. The investigation identified the root cause of these system faults as a software timing issue occurring under a specific patient circuit setup. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).